Manufacturer narrative:
Method: device evaluation has not yet begun. Conclusion: device evaluation anticipated but not yet begun. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device was received for processing and evaluation on (B)(4) 2013. Device evaluation anticipated but not yet completed. Supplemental report will be filed to report evaluation results. Patient status at time of reporting was indicated as 'hospitalized - stable.' No update has been provided. Echocardiography is indicated as available but to date has not been provided.

Manufacturer narrative:
Customer report of regurgitation could be confirmed based on visual observation. As received, the leaflets exhibit characteristic markings which indicate sutures were looped around commissure 3. Suture track and permanent indentations were present on the free margins of leaflets 2 and 3 at commissure 3. These indentations were most likely left by sutures that were tied tightly down and against commissure 3, thus leading to a gap at the coaptation region. No other inconsistencies were visually noted or in the x-ray, as the wireform is intact. Method: x-ray. Additional contact has been made to get additional information from the health care provider. The sales rep has called, made two office visits and emails have been sent. However, no additional information has been made available. Operative report and echocardiography were requested but not received. Product evaluation confirmed the customer's reported regurgitation which was caused by a confirmed suture loop. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Event description:
Reportedly, a 27mm mitral valve was explanted after implant due to mitral insufficiency as seen on echo. The valve was explanted and replaced with a 29mm mitral valve. Per the customer report, device was prepared as usual; after implantation and closing the heart, the heart start to work and the echo shows a significant central leak from the valve and mi ii.